Manufacturer narrative:
This report is submitted on august 29, 2019.

Event description:
Per the clinic, the patient experienced a performance decrement with device use; subsequently the device was explanted on (B)(6) 2019. It is unknown if there are plans to re-implant the patient with a new device during the same surgery.

Manufacturer narrative:
This report is submitted september 20, 2019.